Manufacturer narrative:
Concomitant devices: logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009); lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020); three peg patella 32mm (cat# 200-02-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately eight years post tka, the (B)(6) y/o female patient experienced bone lysis osteolysis medial tibia and femur. Severe osteolysis medial femoral condyle and medial tibia. Patient had a revision for no aseptic loosening. The event is possibly related to the device but unlikely related to the procedure. Patient has primary osteoarthritis, obesity. Hypertension, hyperlipidemia, and asthma. Additional information received indicates that in general, the surgeon described that the polyethylene appears in good condition for almost 7 years of use and doesn't show obvious signs of topside or backside wear that would account for the osteolysis. In other words, surgeon expected there would have been more obvious wear on the polyethylene considering the osteolytic presentation of the patient. Neither femoral nor tibial components were loose, not hard to remove at implant cement interfaces. Some pitting next to the post medially and a polished femoral condylar imprint on the medial condylar surface. Lettering anterior backside still present. Back of post has a polished imprint of the cam. No delamination or pitting on post. Suspect broad missing poly on backside that caused this patient¿s extensive femoral and tibial osteolysis. Devices will not be returned due to study policy.

Manufacturer narrative:
As reported by the exactech knee replacement study, approximately eight years post tka, the 61 y/o female patient experienced bone lysis osteolysis medial tibia and femur. Severe osteolysis medial femoral condyle and medial tibia with no loosening noted. Patient had a revision for osteolysis. The event is possibly related to the device but unlikely related to the procedure. Patient has primary osteoarthritis, obesity. Hypertension, hyperlipidemia, and asthma. Additional information received indicates that in general, the surgeon described that the polyethylene appears in good condition for almost 7 years of use and doesn¿t show obvious signs of topside or backside wear that would account for the osteolysis. In other words, surgeon expected there would have been more obvious wear on the polyethylene considering the osteolytic presentation of the patient. Neither femoral nor tibial components were loose, not hard to remove at implant cement interfaces. Some pitting next to the post medially and a polished femoral condylar imprint on the medial condylar surface. Lettering anterior backside still present. Back of post has a polished imprint of the cam. No delamination or pitting on post. Suspect broad missing poly on backside that caused this patient¿s extensive femoral and tibial osteolysis. Devices will not be returned due to study policy. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.